Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, loss of consciousness and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that he sought medical attention on (B)(6) 2025, the patient experienced a medical emergency, leading to a call to 911. The (emergency medical services) ems team arrived at his house and revived him, but he was not taken to the hospital. The patient believed he had miscalculated the amount of carbohydrates and administered more insulin than required. The patient experienced symptoms of passing out and had no recollection of the event. Another person in the house called 911 after receiving a low blood glucose alert on the omnipod 5 controller. The diagnosis at the time of seeking medical attention was hypoglycemia, and the treatment provided by the medical professional was dextrose intravenous (IV) fluid. The last recorded blood glucose level was 40 mg/dl after it started to rise. The patient mentioned that the other person administered glucagon to raise his blood glucose levels before the ems team provided the dextrose IV fluid. The patient was wearing the pod on the arm at the time of the incident.